Manufacturer narrative:
Investigation summary : no product was returned. Ventricular fibrillation, arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot- device lot: 1932171. Device history review- device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support following a hypotensive episode and increased lactic acid results that occurred post percutaneous coronary intervention to the left anterior descending and obtuse marginal on (B)(6) 2025. On the second day of support, it was reported that the patient experienced ventricular fibrillation arrest. The impella was found to be too deep at 6.3 centimeters (cm) and potentially causing arrhythmia. The impella was repositioned successfully and pulled back to 4.88 cm. Antiarrhythmics were administered and the patient was ultimately shocked four times to resolve the arrythmia. No additional arrythmias were noted following the repositioning, and it was noted that the patient remained in critical condition. On the seventh day of support, it was reported that the patient continued to have occasional hypotension with arrhythmias on and off bilevel positive airway pressure. No interventions were performed to resolve the occasional episodes. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.